Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility. No pictures have been received for evaluation of the alleged defect reported, at the time of this report. Based on the lot 235177 provided for which the device history record resides at (B)(6) facility, the (B)(4) lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved in the complaint. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device was heard leaking after being connected to the oxygen manometer. Alleged malfunction reported as detected during use. There was no report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A 340 ml water bottle was received for evaluation with a french 040 adaptor attached to the water bottle. The trigger on the water bottle had been removed and the adaptor was attached to the water bottle. There were no visual defects identified on the water bottle and the adaptor. The water bottle was filled approximately 1/3 full with water. The adaptor was tightened to the water bottle. The assembly was connected to a flow meter. Air was set at 2, 4 and 8 lpm. No gas leak was heard. The adaptor needed to be tightened onto the water bottle prior to testing. At 2 lpm there was a slight bubbling observed and air exiting the trigger area of the bottle. Bubbling increased as the air pressure was increased. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The issue that occurred with the customer may have been due to adaptor not tightened to the water bottle.

Event description:
Customer complaint alleges the device was heard leaking after being connected to the oxygen manometer. Alleged malfunction reported as detected during use. There was no report of patient harm. Patient condition reported as "fine".